Manufacturer narrative:
The customer reported problem was confirmed. The proximate cause of the reported issue was due to electrical failure of the pressure sensor harness caused failed pressure sensor test. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/13/2016 to the present date 09/30/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported the device failed preventive maintenance. Failed pressure disc step. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the device failed preventive maintenance. Failed pressure disc step. There was no patient involvement.